Event description:
It was reported that the patient had developed clostridium dificile (c. Diff) infection.

Manufacturer narrative:
A supplemental report is being submitted for a correction and additional information. Correction: b5. Event description was updated h6. Patient codes (ime/annex e):e1906 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the available autologs report revealed a sustained decrease in power consumption and estimated flows beginning on (B)(6)2021, followed by a steady increase in power consumption starting (B)(6)2021, leading to parameters above normal operating range. No high watt alarms were logged within the analyzed period; however, 5 low flow alarms were logged since (B)(6)2021. As a result, the reported high power and "decrease in power" events were confirmed. Information received from the site indicated that the patient presented with dark tarry stool and a drop in hemoglobin associated with a gastrointestinal (gi) bleed and was taken off of all anticoagulation. The patient then experienced elevated lactate dehydrogenase (ldh) and dark urine, and a device thrombus was suspected; anticoagulant treatment was started. The patient had also developed a clostridium dificile infection. The pump was deactivated, after which the patient died due to heart failure. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk docume ntation, possible causes of the "decrease in power" event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Based on the available information and historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, bleeding, device thrombus, infection, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. The ventricular assist device (vad) was not returned for evaluation. Review of the controller autologs report which revealed a sustained decrease in power consumption and estimated flows beginning on (B)(6) 2021, followed by a steady increase in power consumption starting (B)(6) 2021, leading to parameters above normal operating range. No high watt alarms were logged within the analyzed period; however, 5 low flow alarms were logged since (B)(6) 2021. As a result, the reported high power and "decrease in power" events were confirmed. Information received from the site indicated that, in addition to the high power event, the patient was hospitalized with elevated lactate dehydrogenase (ldh) and dark urine. A thrombus was suspected on the inside pump housing and anticoagulant treatment was started. The vad has been deactivated. Additional information received from the site indicated that the patient experienced a gastrointestinal bleed (gib) leading up to the pump thrombosis. Because of the gib, the patient was off of all anticoagulation. The patient passed away after the vad was deactivated. It was further reported that for the gib the patient initially presented with dark tarry stool, a drop in hemoglobin. It was also stated that the cause of death was heart failure as vad support was discontinued. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the "decrease in power" and observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus, bleeding, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. The event description and annex e codes have been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that for the gib the patient initially presented with dark tarry stool, a drop in hemoglobin and decrease power was note on the auto logs. It was also stated that the cause of death was heart failure as vad support was discontinued.

Event description:
It was further reported that the patient experienced a gastrointestinal bleed (gib) leading up to the pump thrombosis. Because of the gib, the patient was off of all anticoagulation. The patient passed away after the vad was deactivated.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted for diarrhea, lethargy, dehydration and hypotension. A chest x-ray showed an incidental right apical pneumothorax. Cardiothoracic surgery was consulted and since the patient was asymptomatic there was no intervention recommended. Prior clostridium difficile infection was a concern given on-going loose stools and infectious disease was consulted but toxin was negative which is indicative of colonization so no further treatment was done. Anticoagulants had been stopped at the prior hospital admission due to patient¿s long history of recurrent gastrointestinal bleeding and anemia, even with a lowered international normalized ratio (inr) goal. Intravenous (IV) heparin was initiated and oral anticoagulants restart but hemoglobin began to down trend. The patient required packed red blood cells (prbc). Although the international normalized ratio (inr) did not exceed 1.5 the patient continued to show signs of gi bleeding, and all anticoagulation was indefinitely discontinued. Lactate dehydrogenase (ldh) began to rise the next day and there were intermittent episodes of high power and unresponsiveness. The patient was not a candidate for vad exchange nor transplant and due to presumed pump thrombosis, palliative care was pursued and vad was shut off and implantable cardioverter defibrillator (ICD) deactivated. The patient had initially been breathing comfortably and had a ¿decent¿ pulse but died two days later.

Manufacturer narrative:
A supplemental report is being submitted for additional event details, laboratory data and relevant history. Correction to d4 unique identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the available autologs report revealed a sustained decrease in power consumption and estimated flows beginning on 18/aug/2021, followed by a steady increase in power consumption starting 24/aug/2021, leading to parameters above normal operating range. No high watt alarms were logged within the analyzed period; however, 5 low flow alarms were logged since 20/aug/2021. As a result, the reported high power and "decrease in power" events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the "decrease in power" event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Of note, information provided by the site indicated that the patient's cause of death was heart failure, as vad support was discontinued. Per the instructions for use, bleeding, device thrombus, infection, pneumothorax, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and bleed events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) was exhibiting above normal power. The patient was hospitalized with elevated lactate dehydrogenase (ldh) and dark urine. A thrombus was suspected on the inside pump housing and anticoagulant treatment was started. The vad has been deactivated and the physician is considering a pump exchange. No further patient complications have been reported as a result of this event.